Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a legion ps high flex xlpe size 7-8 11mm had to be explanted due to patella femoral pain. There is not an identified device or use problem. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that, a legion ps high flex xlpe size 7-8 11mm had to be explanted due to patella femoral pain. There is not an identified device or use problem. No other complications were reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation, therefore, no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to patient reaction or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. H6:correction in codes.